Event description:
Patient presented to the physician with a reaction, potentially to the adhesive on the dressing. Physician referred the patient to wound care. Physician prescribed anti-fungal medication on (B)(6) 2023. Patient presented back to the physician with chest wound opened-up. Physician prescribed antibiotics on (B)(6) 2023. Patient presented back to the physician with continued symptoms. Physician prescribed additional antibiotics on (B)(6) 2023. Patient presented back to the physician with continued symptoms and exposure of the device on one side of the incision. Physician prescribed a different brand of antibiotics and topical gel.